Event description:
It was reported that the patient received shocks. It was also reported that the right ventricular (rv) lead had high pace/sense impedance, oversensing, noise and was fractured. It has been unable to determine if the patient's shocks are appropriate. The rv lead was inactivated and was later capped and was not replaced as the patient no longer requires the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).